Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced intervertebral disc degeneration ("degenerative changes in your back/yes all through my cervical lumbar and thoracic"), arthralgia ("joint pain"), pain ("all over body painn"), headache ("headaches") and orgasm abnormal ("pain during orgasm") and was found to have weight abnormal ("I am still srtuggling with weight"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, intervertebral disc degeneration, headache, weight abnormal and orgasm abnormal outcome was unknown and the arthralgia and pain was resolving. The reporter considered arthralgia, headache, intervertebral disc degeneration, medical device removal, orgasm abnormal, pain and weight abnormal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : medical device removal, intervertebral disc degeneration, orgasm abnormal. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporters information added. Event : degenerative changes in your back/yes all through my cervical lumbar and thoracic added. On (B)(6) 2020: social media received. New event added: joint pain, all over body pain, headaches, I am still struggling with weight reporter was added. On (B)(6) 2020: social media received: reporter added. Event added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: medical device removal. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.